Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial articulation surface was missing a spring upon inspection by cs staff. No surgical delay.